Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown at time of incident. It was reported that they had battery error. Customer states they are able to rewind the pump. The customer was assisted in performing displacement test and failed. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No motor movement or negligible movement. Retries to free a stuck motor failed alarm or max fill reach alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. Device communicated properly with the guardian link three and the test plug. No insulin pump or sensor communication anomaly or calibration anomaly noted. The motor was tested outside of the device and passed. (B)(4).